Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer services, the reporting nurse stated that on an unreported date, the patient developed peritonitis. It was not reported whether the patient was hospitalized for the event. It was not reported whether a peritoneal effluent culture was performed. The nurse did not provide information regarding treatment for the event. It was not reported whether pd therapy was ongoing at the time of the event. It was not reported whether the peritonitis resolved. The patient's medical history and concomitant medications were not reported. An opinion of causality was not reported for the peritonitis and pd therapy. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). A batch review was performed for the suspect lot number (h09l28024), with no defects noted.

Event description:
Inserted the roticulator load into the universal gia stapler and it would not open to fire. A second set handle (stapler) and loading (sulu) unit was used to complete the case.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem.